Event description:
Patient reported "capsular contracture, baker grade unknown, pain and discomfort, weight gain, tenderness of breasts, misshapen breasts [which is] affecting their mental health, lump in breast, unable to sleep and anxiety". Device remains implanted. The events of "weight gain" and "unable to sleep" were determined to be not device-related. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient later reported capsular contracture grade as baker grade IV. Ultrasound has been performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.